Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported arrhythmia could not be conclusively determined through this evaluation. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), and no further related events have been reported at this time. The heartmate 3 lvas instructions for use is currently available. The IFU lists cardiac arrhythmia as a potential adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. This document also lists arrhythmia as a potential late postimplant complication. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Related MFR # for the patient's arrhythmia: 2916596-2023-01551 no further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed. Reporter address line 1: (B)(6).

Event description:
It was reported that the patient was admitted on (B)(6) 2023 for arrhythmia and a checkup 3 years post implant. The patient was treated with antitachycardia pacing (atp) burst/ramp and cardioversion. The patient was discharged on (B)(6) 2023.